Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. PMA 510(k) provided as this device is not released for distribution in the united states. Initial reporter phone number: (B)(6). No parts have been sent to the manufacturer for analysis. Part not returned

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the screen was switched to trajectory view was observed in the opposite direction. The issue was noted while attempting to insert a screw in l3. The system was rebooted, the frame was reattached to l2, and new images were taken. It was noted that this issue was observed only in l3 and believed to be due to the sharp insertion angle of the cortical bone trajectory (cbt). The insertion angle of cbt was adjusted to the insertion angle of the usual screw, which resolved the issue. There was no delay to the procedure no reported impact to patient outcome.

Manufacturer narrative:
The UDI was provided. The PMA/510k code was provided. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.